Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing and noise on right ventricular (rv) channel. Upon review, it was noted that there were non-physiological artifacts on rv and shock channel which were not reproducible. All daily measurements were found stable. Technical services (ts) reviewed and stated that to continue monitoring the system properly and consider a lead revision. This ICD remains in service. No adverse patient effects were reported.